Event description:
The rn reported that the arterial port clamp broke 9/7/99 during the initiation of the pt's treatment. The venous port clamp broke on 9/11/99. The device remains in the pt. The unit is using beta clamps on the catheter.